Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the pt exchanged batteries and received a steady tone alarm. The pt proceeded to disconnect his driveline, then reconnect, and decided just to change out the battery clips. The log history showed that the driveline was disconnected and reconnected with no time stamp reset, but there were no associated power cable disconnects noted before or after this occurrence. The pt was adamant that he changed batteries when this occurred and promptly changed clips immediately afterwards. No other abnormal alarms were noted since. The system controller was exchanged due to the absence of the power cable disconnect alarms and the suspect battery clips.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.